Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not closed properly messages, which were reproduced as "door not fully latched alarms" during evaluation. The messages were found to be caused by the lower link switch on the lower auxiliary be out of adjustment. The device was calibrated correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not closed properly message during setup in the emergency room care area. It was also reported there was no patient injury.